Manufacturer narrative:
H.6. Investigation: three samples were submitted for quality investigation from lot# 20046279. The customer complaint of foreign matter was verified by visual inspection. Evaluation of the samples submitted show that the male luers had a white foreign matter over the entire body of the male luer connection. The root cause for this issue is an excessive amount of the epoxy being used to connect the male luer connector (p/n 1001-143-022) to the tubing (p/n 620-00065). Fifteen samples were submitted for quality investigation from lot#20095691. The customer complaint of foreign matter was verified by visual inspection. Evaluation of the samples submitted show that the male luers had a white foreign matter over the entire body of the male luer connection (p/n 1001-143-022). The root cause for this issue is an excessive amount of the epoxy being used to connect the male luer connector (p/n 1001-143-022) to the tubing (p/n 620-00065). A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of foreign matter with lot #20095691 regarding item #40000-07t. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #20046279 regarding item #40000-07t. H3 other text : see h.10

Event description:
It was reported that sec 20dp, texium & hanger v/nv had foreign matter. This occurred on 19 occasions. The following information was provided by the initial reporter: material no: 40000-07t, batch no: 20046279 , 20065116 , 20095691. It was reported that there is white residue on the male leur.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20046279. Medical device expiration date: 2023-04-28. Device manufacture date: 2020-04-15. Medical device lot #: 20065116. Medical device expiration date: 2023-06-09. Device manufacture date: 2020-05-28. Medical device lot #: 20095691. Medical device expiration date: 2023-09-07. Device manufacture date: 2020-09-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sec 20dp, texium & hanger v/nv had foreign matter. This occurred on 19 occasions. The following information was provided by the initial reporter: material no: 40000-07t batch no: 20046279 , 20065116 , 20095691. It was reported that there is white residue on the male leur.